Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer stated while using the avea ventilator, the monitored and measured oxygen readings are both out of range. It is currently unknown if a patient was involved with this event.